Event description:
During a thoracoscopic bullectomy procedure, the instrument could not be removed from the application site as tissue remained in the cartridge. The surgeon resected the tissue and removed the device. Another instrument was applied to complete the procedure.

Manufacturer narrative:
2/14/97-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.